Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the luer fracture on the clip delivery system. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). When the first clip delivery system was advanced to the left atrium, a bubble was noted on the flush line, so the stopcock was being turned to the off position to remove the line and remove the air bubble, when the luer on the cds handle snapped off. No air entered the cds which was removed from the patient. A new cds was used to complete the procedure. Two mitraclips were implanted reducing mr grade to trace. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated. The returned device analysis confirmed the reported issue. The bottom flush luer of the dc (delivery catheter) handle was observed to be separated/ broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the confirmed separated/broken flush luer appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.